Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, after inserting the lens, a scratch was found on the right edge of iol optics. The doctor said that there seemed to be a bit more resistance when pushing the iol and he thinks it might be a burr or something similar in the cartridge.

Manufacturer narrative:
Eight used company cartridges were returned loose in a bag. The facility had an issue with two of the cartridges. The two with an issue were not segregated; the facility returned all cartridges used that day. The eight returned used company cartridges were numbered 1-8 for evaluation purposes. None of the returned used cartridges was damaged. All eight had evidence of placement into a handpiece. The first returned used cartridge had no visible viscoelastic. Two of the returned cartridges had inadequate viscoelastic observed. The other five had adequate viscoelastic. The eight company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. No damage or abnormalities were found. A video was provided. The cataract removal took over seven minutes. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. The cartridge tip came into view at 7:37 as it was inserted into the incision. The yellow lens model was visible partially advance into the tip. There appeared to be a slight plunger override of the trailing optic edge. Fold lines were visible on the optic, which may indicate the lens was folded for an extended period of time. It was difficult to see the lens due to the screen measurements superimposing over the view. The edges of the optic appeared scraped. The lens was left implanted. This type of edge damage typically occurs when there is a lack of viscoelastic in the cartridge coupled with rapid advancement. This cannot be verified because the cartridge preparation, lens loading initial advancement were not shown. The observed fold lines may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the cartridge. In addition, based on the time to remove the cataract, the lens was loaded more than seven minutes. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The facility had an issue with two of the returned company cartridges. The two with an issue were not segregated; the facility returned all eight cartridges used that day. No damage or abnormalities were observed with the eight returned used company cartridges. Top coat dye stain testing was conducted with acceptable results. The root cause for the damage observed on the provided video may be related to a failure to follow the instructions for use (IFU). The cataract removal took over seven minutes. The lens and cartridge preparation were not shown. The lens loading and initial advancement were not shown. The cartridge tip came into view at 7:37 as it was inserted into the incision. The yellow lens model was visible partially advance into the tip. There appeared to be a slight plunger override of the trailing optic edge. After delivery, fold lines were visible on the optic, which may indicate the lens was folded for an extended period of time. The edges of the optic appeared to be scraped. This type of edge damage typically occurs when there is a lack of viscoelastic in the cartridge coupled with rapid advancement. This cannot be verified because the cartridge preparation, lens loading initial advancement were not shown. The observed fold lines may occur when the lens is advanced too rapidly, when the or/room temperature is too cold, or if inadequate viscoelastic was placed in the cartridge. In addition, based on the time to remove the cataract, the lens was loaded more than seven minutes. Three of the returned used company cartridges exhibited a lack of viscoelastic. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens (iol) to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half (½) turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.